Event description:
On (B)(6) 2014, the lay user/patient in france contacted lifescan to report the onetouch verio iq meter was giving inaccurate readings. On (B)(6) 2014, the technical service representative spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2014, the patient obtained the blood glucose reading of 100 mg/dl on the reported meter, which she claimed was inaccurately high compared to her feelings. At that time, the patient was experiencing the symptoms of shaking and sweating and she felt hypoglycemic. After the use of the meter, the patient consumed grape juice, and felt better afterwards. The patient did not seek any medical attention. The patient takes no medications to manage her diabetes. The patient¿s usual pre-meal blood glucose readings range from 80 mg/dl to 130 mg/dl. Earlier on the day of this event, the patient had obtained a blood glucose reading of 120 mg/dl on the reported meter, which was normal for her at that time. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal/elevated blood glucose reading of 120 mg/dl on the reported meter, and received self-treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 8/5/2014 device evaluation.the lay user/patients test strips have been returned on 7/28/2014 and evaluated by lifescan product analysis on 7/28/2014 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.